Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "imperfection in balloon due to process". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities: 3cc balloon: use 5 cc sterile water; 5cc balloon: use 10cc sterile water; 30cc balloon: use 35cc sterile water." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that when the foley catheter balloon was inflated it leaked. Customer stated it was happened with all sizes. (10fr 3cc balloon - pcn#175810, 12fr 5cc balloon - pcn#165812, 14fr 5cc balloon - pcn#165814 and 16fr 5cc balloon - pcn#175816).

Event description:
It was reported that when the foley catheter balloon was inflated it leaked. Customer stated it was happened with all sizes. (10fr 3cc balloon - pcn 175810, 12fr 5cc balloon - pcn 165812, 14fr 5cc balloon - pcn 165814 and 16fr 5cc balloon - pcn 175816).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.